Manufacturer narrative:
(B)(6). The device was manufactured january 27, 2018 - january 28, 2018. Two (2) samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the spike port in the two (2) samples. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Two 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags with a leaking port were returned for evaluation. The issue was noted after the medicine was mixed in with the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.